Event description:
It was reported that prior to starting a da vinci surgical procedure, the connector on the monopolar curved scissors instrument to the cord was noted to be missing.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's banana plug was missing. It was concluded that the damage to the banana plug was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the tube extension was fractured next to one of the keys that mates with the proximal clevis, indicating that excessive side loading or other mishandling/misuse occurred. The instrument passed electrical continuity testing. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .592 - .026 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. The main tube had a small hairline fissure in axial direction, located directly below the tube reinforcement ring. The location of the fissure was in an area that was not protected by the tip cover. No other was damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.